Event description:
This is a solicited case report received from a consumer via social media in united states on (B)(6) 2014 which refers to herself. She is a adult (>=(B)(6)y & <(B)(6)y) female consumer who was involved in a active online listening, study number: (B)(6) and experienced the adverse events as described below. Study description: essure® generic active online listening. Information regarding essure lot number was not reported. Consumer reported that she had her hysterectomy because of heavy bleeding. She was (B)(6) and was going from an (B)(6) to essure because she didn't want kids. She stated that currently her period has always been on the heavy side and when she was in her teens, sometimes it would last for weeks but then she went on birth control and ultimately the (B)(6). After the essure procedure and having her (B)(6) removed, consumer started bleeding and pretty much didn't stop. Her doctor had her go on hormones to stop the bleeding but most of them only made it work or made her insane. Her doctor actually advised against ablation because it could simply cover up her problem without really fixing it and she didn't want to have it done anyway. So after about 8 months of bleeding, she had a total hysterectomy plus removal of her fallopian tubes on (B)(6) 2013, surgery type dvh (da vinci hysterectomy). She still has had her ovaries and she still has had some hormone issues. They have been trying to correct but she was so glad she went with a hysterectomy. However, it was a personal choice. She felt like she would lose more quality of life if she didn't get it done and she was worried she wouldn't find the correct hormone treatment before she got sicker and sicker. Consumer stated that an (B)(6) might help, at least to give you some extra time because she found her really did help lessen her periods when she had it in and if she had been trying to preserve her fertility, she might have gone with that but she just didn't want to try a treatment to see if it would work at the point her doctor suggested a hysterectomy. Follow up (B)(6) 2014: ptc investigation results were provided. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Final risk classification: risk category IV medical assessment: the reported events are not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the "rqu" was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, solicited case report; refers to a female subject who was involved in essure active online listening, study number: (B)(6). She had essure (fallopian tube occlusion insert) inserted and after the insertion procedure started bleeding and pretty much didn't stop. She was submitted to a total hysterectomy with removal of her fallopian tubes. The reported event was considered serious due medical importance, is listed in the reference safety information for essure and regarded as incident due to the required intervention. Following essure insertion genital bleeding and menorrhagia or prolonged menses may occur; in this particular case the consumer had a previous history of heavy periods, however given the positive temporal relationship a causal relation between the reported bleeding and the suspect insert cannot be excluded. Additionally the non-serious event hormone issues was reported. A product technical complaint (ptc) analysis was performed and due to lack of sample return and any valid batch information it was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". Medical ptc evaluation concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No follow-up information is expected since this a social media case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.